Event description:
A (B)(6) male pt contacted zoll customer support to report that the sys was not powering on properly. The monitor was fluctuating between a blue screen and the "wearable defibrillator" screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. As received, the monitor was constantly resetting. Upon eval, there was a segmentation fault while performing the flash memory test. The cause of the constant resets was a flash memory failure (B)(4) on the computer analog board sn (B)(4). Root cause analysis of the flash memory failure is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective component. The pt received a replacement monitor.